Event description:
A patient underwent a mitral valve repair/replacement via median sternotomy with concomitant pulmonary vein isolation using a gpd1. The gpd1 was used to dissect around the left pulmonary veins. Shortly after using the emt1 to ablate the left pulmonary veins, a small tear was identified at the junction of the left superior pulmonary vein and the posterior wall of the left atrium. The tear was repaired with prolene sutures. The left atrial appendage was excised, and the opening was used to close the tear. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.